Manufacturer narrative:
There is no service record. Without evaluating the unit, the cause for malfunction cannot be determined.

Event description:
The surgeon was performing a bi-lateral tennis elbow and the tip stopped vibrating in the middle of the case (no longer was working). We replaced this tip with a new one and the new tip worked perfectly. The surgeon completed the case.